Event description:
Customer reportedly received result of 88 mg/dl on their advantage system back to back with a result of 302 mg/dl on the professional meter. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.